Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 68 mg/dl and hi (greater than 600 mg/dl). Customer felt shaky with the reading of 68 mg/dl. Customer drank orange juice with sugar and ate peanut butter on bread. Customer then tested with a reading of hi. Customer felt shakiness and a headache with this reading. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.